Manufacturer narrative:
Manufacturer ref (B)(4). After investigation the event for this pr# is no longer reportable. Summary of investigational findings: on (B)(6) 2021, an unknown patient underwent a tevar (thoracic endovascular aortic repair). It was reported that the patient was suitable for the procedure and the patient¿s anatomy was tortuous. Diameter of access vessel was 7.5mm. The delivery system of the zta-p-36-161-w1 (complaint device) could not advance since it became warped (bent or twisted out of shape) inside the y-graft (artificial vessel), that was previously placed for aaa. Therefore, the physician changed the approaching point to contralateral and also performed pull-through technique though, he was unable to advance the delivery system. An open abdominal approach would not be possible due to patient's condition, so the procedure was abandoned. On the (B)(6) 2021, tevar was re-performed as planned by an open abdominal approach through the previously placed artificial vessel with cook's zta-p-36-161-w1. The delivery system could pass through the artificial vessel successfully and the procedure was finished without complications. There have been no adverse effects to the patient reported. Complaint device zta-p-36-161-w1 was returned and evaluated. Per the device evaluation, the cause for the reported impossible advancement cannot be determined, but the minor indentation on the sheath tip could indicate that the sheath was caught/obstructed by e.g., the y-graft. Review of the device history record gave no indication of the device being produced out of specification. According to the IFU, the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the following patient populations: access vessels that preclude safe insertion. Based on the provided information and device evaluation the inability to advance the delivery system likely caused by tortuous anatomy and that the device became warped inside the artificial vessel. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510k: similar to device marketed under p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a patient had a history of y-graft replacement for aaa. On the (B)(6) 2021, tevar was conducted on the patient who was suitable for the procedure, but the delivery system of the complaint device could not advance since it became warped inside the y-graft previously placed for aaa. Therefore, the user not only changed the approaching point to contralateral but also performed pull-through technique though, he was unable to advance the delivery system. An open abdominal approach would not be possible due to patient's condition, so tevar was abandoned. The physician has a plan to re-perform tevar on (B)(6) 2021 by an open abdominal approach through the previously placed artificial vessel (y-graft). On the (B)(6) 2021, tevar was re-performed as planned by an open abdominal approach through the previously placed artificial vessel with cook's zta-p-36-161-w1. The delivery system could pass through the artificial vessel successfully and the procedure was finished without complications. Patient outcome: there have been no adverse effects to the patient reported.